Event description:
It was reported that shaft break occurred. A 2.50 x 24mm synergy xd drug-eluting stent was selected for use. However, during preparation, the front of the delivery shaft broke while pulling stylet out of the stent. The procedure was completed with another of same device. There were no patient complications reported.